Event description:
It was reported that the mx450 showed a speaker malfunction and there was no sound audible. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The engineer determined that the issues was associated with a defective speaker assembly, which needs to be replaced. The customer was advised to replace the defective speaker assembly and was provided the part number.